Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left coronary artery with heavy calcification, mild tortuosity and 95% stenosis. The 2.0x18 xience alpine stent delivery system (sds) failed to cross the lesion due to the anatomy. A 2.0x12mm xience alpine was implanted to complete the procedure; however, there was reportedly an unspecified adverse effect to the patient due to a delay in the procedure. On (B)(6) 2023, the patient expired. No additional information was provided.